Manufacturer narrative:
The insulin pump powered up properly after battery insertion. No display anomaly/dark screen noted. The device has no button response due to moisture damage on keypad traces and flattened dome switch act button. Unable to test for motor error alarm due to no button response. The motor was tested outside of the device and passed. The insulin pump was received with stained end cap sticker, cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window and scratched reservoir tube window.

Event description:
It was reported that the insulin pump alarmed motor error during bolus delivery and had a dark screen. The customer's blood glucose was 314 mg/dl. The customer does not use the sensor feature. They were unable to complete the rewind sequence. The discontinuation of the device was advised. Nothing further was reported.